Event description:
It was reported by svc report that the right leg abduction and stirrup would not lock into place. The side rail panel was damaged with sharp edges and areas for potential fluid ingress. No pt involvement or adverse consequences are reported.